Event description:
An endurant ii stent graft system was implanted for treatment of a 51 mm in diameter abdominal aortic aneurysm. It was reported that the patient presented to the ER with severe leg pain, bilaterally. The patient was said to have left leg pain for about a week, but failed to come in to be evaluated. The patient woke up with severe leg pain bilaterally. A CT scan was done, which showed the graft was occluded from just above the bifurcation of the graft down to the left common femoral and all the down the right sfa. An angiogram jet and lyrics were used to open the graft, with stents, 2 14 mm x 60 mm, placed just above the graft bifurcate, to hold the thrombus that wasn't able to be cleaned by the angiogram jet. A 10 mm x40 mm stent was placed in the distal end of the left limb. A thrombectomy was done of both sfa's and tibias. Final angiogram showed good flow throughout the entire graft. The 14 mm stents were post dilated with 2 12 mm balloons and the 10 mm stent was post dilated with a 10 mm balloon. No additional clinical sequelae was reported. The patient is doing fine. The patient was discharged with directions to take baby aspirin and coumadin. A review of several films from video's showed that the bifurcate was positioned just below the renal arteries; the ipsilateral limb was placed into the right common iliac and the contra limb into the left common iliac artery. The stent graft was completely occluded beginning in the bifurcate flow divider. Both limbs were essentially straight. The ipsilateral limb was slightly compressed near the gate at the level of the distal portion of the neck, and also slightly compressed within the calcified distal aorta. The minimum ipsilateral limb ID measured approximately 8mm. Angiograms from post-intervention with bilateral stents revealed that the bilateral occlusion had resolved. The cause of the could not be determined. It is unknown if the slight compression seen within the contralateral limb may have contributed. The occlusion may be related to a patient condition.

Manufacturer narrative:
(B)(4).